Event description:
It was reported that this right atrial lead was surgically repositioned due to a rise in the capture threshold measurements. The physician was repositioning the right ventricular lead due to a suspected perforation, so he repositioned this lead as well while he was performing this other revision. The procedure was performed without any issues. No additional adverse patient effects were reported.